Event description:
It was reported that the pump time was incorrect, cause was unknown. Subsequently, the customers blood glucose (bg) was 39.6 mg/dl. The customer consumed carbohydrates to address their bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.